Event description:
It was reported that the patient's blood glucose level rose to 199 mg/dl, while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, the patient found the needle mechanism had not deployed as intended. There is no information available regarding treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.